Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was part of a system revision due to infection with sepsis. Additional information received indicates that all extracted products were sent off for cultures. There were no additional adverse patient effects reported. The crt-d device was explanted.